Event description:
It was reported that while impacting the pinnacle cup the optimus cup handle (920010029) cracked during the case. Surgery was not delayed due to the reported event.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : while impacting the pinnacle cup the optimus cup handle (920010029) cracked during the case. The product was returned to depuy synthes for evaluation. Visual inspection revealed the angled acet insertr with the black radel handle cracked. Additionally, the assembly frame of the handle was found with impactions marks over surface, identified as deformations over the material. Furthermore, the adaptor and the shaft assembly were not returned for evaluation. Cracked condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Potential cause for the deformations observed, can be attributed to unintended use error by use of excessive force and overloading the material. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. Since there is no certainty why some components were not returned for evaluation, a potential cause was not established. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the angled acet insertr would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.